Event description:
Additional information received indicated that the device was reprogrammed to resolve the event. The patient will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, noise was observed on the atrial lead. The patient was stable.